Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue, there was a light smell coming from the device. The following parts were replaced to address this issue: outlet flow path, blower, and right side assembly. After all parts were replaced on the device, the device functionality was tested and cleaned. The device was confirmed working properly.